Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that when the patient was on transport, the staff experienced drain failure alarms every 20 minutes on the intra-aortic balloon pump (iabp). As a result, the alarm was reset, and transport was complete. The biomedical engineer discovered blood in the pump. The pump was decontaminated. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of multiple drain failure alarms is confirmed. Dried blood was noted in the pump assembly tubing during the complaint investigation which could affect the iabp drain function and cause a drain failure alarm. The root cause of how blood entered the pump is undetermined. A potential cause of blood entering the pump is from an iab catheter leak. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the patient was on transport, the staff experienced drain failure alarms every 20 minutes on the intra-aortic balloon pump (iabp). As a result, the alarm was reset, and transport was complete. The biomedical engineer discovered blood in the pump. The pump was decontaminated. There was no report of patient complication or serious injury and death.